Event description:
It was reported that left ventricular (lv) lead dislodged, exhibited high thresholds and eventual loss of capture. The lead was removed and will be replaced with a different lead. The atrial lead exhibited positional high thresholds with occasional no capture, and small p-wave undersensing. The atrial lead was repositioned to the lateral wall and remains in use. Further, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity - early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2012; d314trg ICD, implanted: (B)(6) 2012. (B)(4).